Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator rebooted while in clinical use. The device resumed ventilation after the system reboot. There was no report of harm. A philips remote service engineer (rse) reported the device was removed from service for inspection. The rse advised the biomed to review the significant event log. Customer confirmed diagnostic codes 1101 and 3007, meaning the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. Per the device service manual, if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The customer biomed proactively reloaded the v60 software and tested the unit for 48 hours. The unit was returned to service after verifying no further problem occurrence. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.